Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety shield would not advance. The surgeon completed the procedure with the same instrument without further complications. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
11/22/96- supplement report #1 submitted to FDA. Device eval indicated and codes entered in h3 and h6.